Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. The device was cleaned, disinfected, and sterilized before sent it was sent to olympus. There was no delay in the precleaning and there were no abnormalities in the accessories used for reprocessing. The device air/water nozzle was flushed with the detergent solution. There was no delay between the end of clinical use and the start of precleaning. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation the presume cause could not be specified. The event can be detected and prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer flushed the air/water nozzle with detergent solution; immersed the endoscope in the detergent solution. Olympus will continue to monitor field performance for this device.